Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009 the patient reported that after she primes her infusion tubing the insulin goes back into the tubing 2-3 inches filling the end of the tubing with air. She stated that she primes until insulin drips from the end of the infusion tubing. She stated that there were no leaks in the system. The insulin cartridge and battery were recently changed. No physiological effects were reported. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.